Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that pocket was revised due to erosion of the implantable cardiac defibrillator (ICD). During the procedure the physician tested the leads and the impedance on the right ventricle (rv) and superior vena cava (svc) coils of the right ventricular lead were high. The lead was explanted and replaced and the device was placed in a new pocket. No patient complications have been reported as a result of this event.